Manufacturer narrative:
Ot#(B)(4). The device has not yet been returned to maquet suzhou for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
On 14-aug 2024, the hospital reported that during the procedure, when preparing to install the device, it was found that the flexlink arm could not be locked in place. Changed a new device,then complete the surgery. No harm to patient.